Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the final fluid balance reported on the spectra optia machine is +1650ml. The patient's tbv is 5304ml and additional 500ml of 0.9% saline was transfused to the patient. The patient's final tbv was calculated 141% from the starting tbv. Root cause: the root cause of the alarm for interface still took too long to establish and the hypervolemia is the operator left the saline roller clamp open during the beginning of the procedure.

Event description:
The customer declined to provide patient (donor) identifier.

Manufacturer narrative:
Investigation: the customer provided a photograph of the end of run summary from the display screen of the spectra optia machine. Upon review of the end of run summary,the final fluid balance reported on the spectra optia machine is +1650ml. The patient's tbv is 5304ml and additional 500ml of 0.9% saline was transfused to the patient (donor). The patient's final tbv was calculated 141% from the starting tbv.

Event description:
The customer stated that the patient's (donor) vital signs were reported normal.

Manufacturer narrative:
Investigation: per the customer, the rn who performed the procedure was very new to the program and she was still learning about the spectra optia system. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received multiple 'interface took too long to establish' alarms. While troubleshooting, the rn discovered that she inadvertently left the inlet saline roller clamp open. The rn closed the inlet saline roller clamp, decreased the hematocrit from 41% to 38% on the spectra optia display screen and continued the procedure. Per the customer the patient (donor) was given 500ml of 0.9% saline. Patient (donor) identifier is not available at this time. The mnc collection set is not available for return because it was discarded by the customer.